Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left anterior descending artery. On the first inflation, the 3.0x12mm quantum maverick mr balloon was inflated to sixteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt's status is listed as good with no complications reported.

Manufacturer narrative:
(B) (6): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).